Manufacturer narrative:
Updated information: b5 (event description), d10 (concomitant products), h2.6 (annex b, c, d and g codes) medtronic led an evaluation of the two provided photos and the associated device data logs for the reported bipolar fenestrated gras per. Evaluation of the first provided photo showed the distal end of the instrument and part of the white plastic pulley was broken. The second photo showed the housing of the instrument and the serial number matched the complaint serial number. Evaluation of the device data logs for the bipolar fenestrated grasper indicate that no errors were triggered. The system does not directly log the state of the pulley, hence it is not possible to confirm the reported condition. The use life of the bipolar fenestrated grasper was 346 minutes with a use count of 4 at the time of failure. The instrument was attached to arm cart assembly 4 with the expiry and last use status showing "false". Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic hysterectomy while mobilizing the uterus, the bipolar fenestrated grasper (bfg) broke and the white plastic piece of the jaws was hanging from the instrument. The bfg was carefully removed using the broken instrument protocol and replaced with a new one. After the breakage of the bfg, the monopolar curved shears also broke. It was also removed using the broken instrument procedure and replaced with a new one. There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic hysterectomy while mobilizing the uterus, the bipolar fenestrated grasper (bfg) broke and the white plastic piece of the jaws was hanging from the instrument. The bfg was carefully removed using the broken instrument protocol and replaced with a new one. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.